Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The vna nurse tested the customer on her coaguchek xs meter and the result was 6.2 inr and then used the customer's meter at 2:37 pm and received a result of 4.7 inr. The nurse then retested within a few minutes with her meter and the result was 5.1 inr. The customer was drawn for laboratory testing around 4 pm and the result was 3.7 inr. The reagent used by the laboratory was not known. The customer was not adversely affected. A new finger was used for each test. The customer was not anemic, took no heparin, had no antiphospholipid antibodies, and took no direct thrombin inhibitor. The customer had no new medications, no diet change, and no symptoms of bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The nurse's meter serial number and lot number of strips was not known. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
As no product was returned, further investigation could not be performed. A specific root cause could not be determined.